Event description:
In 2000, the facility's rn informed the MFR's rep of the following: during removal of the device, the catheter was noted to have sheared. Interventional radiology removed the sheared segment of catheter from the pt's pulmonary artery. Per the facility's policy, the device/catheter in question will not be returned to the MFR for analysis. Rn also stated that they would forward a medwatch report (#34c0001000-2000-04) to the MFR's rep when completed. The MFR's rep informed the facility's rn that since the device in question will not be returned to the MFR for analysis, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. The MFR received the facility's medwatch report in 2000, that states the following: pt undergoing removal of device. Catheter discovered to be disconnected from device. Exploration of subcutaneous tissue revealed no catheter. Fluoroscopy revealed migration of catheter to pulmonary artery. Interventional radiologists were able to snare and remove the device without any further complications noted. Pt was discharged to home in 2000. The report also states that the device in question is not available to be returned to the MFR for analysis. No further details were provided.